Event description:
It was reported that the patient was an inpatient due to worsening seizures. No other relevant information has been received to date.

Event description:
Additional information received noting that the cause of the increased seizures is due to external factors and not the vns and the increase was back to pre-vns baseline levels. It was noted that the patient now has non-epileptic events, unrelated to the vns.